Manufacturer narrative:
(B)(4). Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device therapy connector was damaged. Physio-control evaluated the device and found a broken pin from the therapy cable stuck in the corresponding therapy connector socket. The device was unable to provide defibrillation therapy. There was no pt use associated with the event.